Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinic was receiving transmissions for a patient of the clinics with the same name in the remote monitoring network; however, the serial number belonged to another patient with the same name. The error was found because the transmissions were showing that the patient was having arrhythmias and it turned out to be the other patient's transmissions. The physician found the error when interrogating the patient's device and confirming that the arrhythmias were from the other patient. The caller deleted the patient profile with the incorrect serial number and kept the correct patient profile with the correct serial number. The network remains in use. There was no patient involvement.